Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with scratched case, pillowing keypad overlay, and with moisture damage on the inside of the battery tube and motor and force sensor. Device was received without the original battery cap. Unable to verify battery cap damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the o ring was missed. The customer¿s blood glucose level was unknown. The insulin pump was exposed to moisture. Customer stated that o-ring is not free of debris also battery cap was damaged. Customer stated that they do hear fluid when shaking the pump and see fluid under the lcd. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.